Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information: this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot: 6006741 have already been previously tested in the 2147771 on 06/may/2025. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: the reference samples were visually inspected and tested for static pull test base-connector. The test result was within specifications. Visual test according to work instruction (wi) version 3 on reference samples, 10 samples out 10 samples passed the test. Functional static pull test base-connector test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot: 6006741 was manufactured according to the wi version 112 manufactured in the line inset 3, on 24/apr/2024, with a total of (B)(4) units. Glue tubing DHR review: the lot: 4d02341 was manufactured according to the wi version 11 manufactured in the machine itl01, on 13/apr/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 23/may/2025 against malfunction code tubing connector detached from infusion set and lot: 6006741 and not found other complaints have been registered in database for the same lot: 6006741 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production, complaint confirmed as failure of the device, no other complaint received on the lot in question and malfunction code.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set disconnected from the tube. This event occurred on 03-dec-2024. Infusion set had been used for two days. The blood glucose level was 427 mg/dl. A correction bolus was delivered via pump to address the high blood glucose level. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.